Event description:
The peritoneal dialysis (pd) nurse reported the patient was hospitalized due to pneumonia. The cycler was removed from the facility. The patient was hospitalized for aspiration pneumonia. The patient was released from the hospital, and continued pd treatment.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation. The patient's medical records were received. A clinical investigation will be completed, and a supplemental report will be submitted.